Manufacturer narrative:
(B)(6). (B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15995765) presented no issues during the manufacturing or inspection process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the stent assisted coil position surgery, the surgeon positioned two coils successfully. When the surgeon decided to release the stent (enc452212, lot#:10372698) and position the 3rd coil he felt much friction during advancement of the stent. The surgeon withdrew the stent and (mc) microcatheter (606s155x, lot#:15995765) as a unit and noted there was a kink in the proximate of the mc. Changed new stent and mc to complete the surgery. There was no report on patient injury. A constant and dedicated saline source was used at all times. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the device remained attached to the delivery systems. No further information was available. The devices will not be returned, therefore the root cause of the reported event cannot be determined. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed, since the devices were not returned for analyses. Additionally, without the entire systems involved in the event, it is not possible to determine the cause of the event. The DHR review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4)

Event description:
During the stent assisted coil position surgery, the surgeon positioned two coils successfully. When the surgeon decided to release the stent and position the 3rd coil he felt much friction during advancement of the stent. The surgeon withdrew the stent and mc as a unit and noted there was a kink in the proximate of the mc. Changed new stent and mc to complete the surgery. There was no report on patient injury, code: enc452212, lot #:10372698, qty:1; code: 606s155x, lot #:15995765, qty:1.